Event description:
The customer reported images are getting horizontal lines across intermittently. It is possible that the image was retaken, resulting in add'l radiation exposure.

Manufacturer narrative:
(B)(4). Device was evaluated by canon u.s.a. We found the loose screw from pcb-d floating around and causing image artifacts. The service rep reseated the screw and repaired as per service manual report which was released from MFR for performing countermeasure of this problem. The sensor was performed calibration/self test and checked all functions to factory specs. Canon inc informed this event from canon u.s.a. At (B)(6) 2013. Canon u.s.a. Stated initially when this complaint was opened and evaluated for MDR reportability, it was not determined to be MDR reportable. However, they changed their decision when they became to know the action of service engineer to solve this event. Therefore, we submit this MDR retroactively. MFR cross-reference #(B)(4).